Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 687 mg/dl. The nurse at their doctor's office advised the customer to go to the emergency room. While in the hospital, the customer removed the reservoir from the insulin pump and insulin spilled on them. The customer was not getting insulin delivered. They were treated with at manual injection at the hospital. The customer had nausea, headache, and blurred vision and was feeling weird. The customer was wearing the insulin pump at the time of the emergency room visit. The drive support cap was recessed, found small bubbles in the tubing but not in the reservoir. The settings of the device were correct. Found excessive no delivery alarms in the history of the device. The cannula was not bent or occluded. The customer stated that the leak was past the 2nd o-ring, inside the reservoir compartment and that the reservoir was used. The alarm was resolved by infusion set change. Nothing further was reported.